Manufacturer narrative:
This lead was returned and product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this right ventricular (rv) lead passed away on (B)(6) 2026. The patient underwent an rv lead replacement procedure on (B)(6) 2026, due to lead perforation. It was noted the procedure occurred without any issue, and a non-boston scientific left bundle branch (lbb) lead was placed. The new lead was checked by the field representative (rep) on (B)(6) 2026, and there were no issues noted. After the patient passed on (B)(6) 2026, the rep was told that the incorrect location of the lbb lead and this rv lead perforation may have contributed to the patient's death. This rv lead was returned for analysis. No additional adverse patient effects were reported.